Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 125mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed by the customer non-fasting and produced test results of 163mg/dl and 168mg/dl. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 04/21/2017 and open vial date is 05/10/2016. The meter memory was reviewed for previous test result history: the 83 mg/dl (B)(6) 2016 08:00 am fasting: yes, the 84mg/dl (B)(6) 2016 06:58 am fasting: yes, the 73mg/dl (B)(6) 2016 06:39 am fasting: yes, the 128mg/dl (B)(6) 2016 07:26 am fasting: yes.